Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient fell and later experienced pain at the ipg site. Diagnostics indicated the patient's ipg has tilted within the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned. Additionally, the pocket site was relocated to further address the issue.